Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon was not properly deflating during a ureteroscopy procedure. The procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned uromax ultra balloon catheter revealed no issues. The balloon was partially inflated with liquid and a visual and tactile examination of the shaft of the device found no anomalies. The balloon was fully inflated to its rated burst pressure of 20 atmospheres (atm) and a vacuum pulled. The balloon fully deflated within 10 seconds which is within specification.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon was not properly deflating during a ureteroscopy procedure. The procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine".